Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 33 fractured. Unknown construction was placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant. The long-term fracture of the screw must be considered relevant to the implant fracture.